Event description:
The information provided to sjm indicated the 8f angio-seal vip vascular closure device was used to seal a 6f right femoral artery puncture. The patient was administered clopidogrel (75 mg), heparin (10,000 units), and aspirin (100 mg) during the procedure. One hour post-deployment the patient developed a 10 cm hematoma. Manual compression was applied and the patient was in stable condition following the event. Hospitalization was extended one night.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.